Event description:
Changed pca pump mg and resumed infusion. Patient pressed demand button, no bolus infusion was administered. Time was appropriate interval, reprogrammed medication information, and resumed infusion. Patient attempted to press demand button again with no bolus result. Removed pca pump.